Manufacturer narrative:
H4: the lot was manufactured between november 3, 2023 and november 06, 2023. H11: the actual device and a photograph of the sample were provided for evaluation. During visual inspection of the returned photograph a leak was observed from the administration spike port. However, visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The actual sample underwent functional testing by adding 500ml tap water into the bag and a leak was identified from the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted into the spike port tubing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: manufacturing date UDI is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the injection port. This occurred during visual inspection prior to patient use. There was no patient involvement. No additional information is available.